Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. Analysis of the device memory indicated an issue with wireless telemetry. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling lightheaded and received an unexpected shock from the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The physician suspects that the rv lead may be damaged. The shock caused an electrical reset in the ICD resulting in an alert tone from the device. The electrical reset, described as a ¿power on reset with no reason code¿, resulted in wireless telemetry being disabled. It was further reported that the patient developed an infection that required the device and lead to be removed. The device and lead were removed, the patient was treated and a new system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.